Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit was not showing the mains supply indicator. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e3. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power supply after determining that it was defective. The fse performed all applicable functional and safety tests. The following investigation was performed by the technician of the maquet failure analysis and testing department (fat) (B)(4). The failure analysis and testing technician installed the power supply assembly into the cs300 test fixture and tested the power supply as per the cs300 service manual. The fat dept. Verified the failure of the power supply assembly. (Will not power on / no charge indictor ). Note : burning component smell from supply was emitting. Possible extensive damage to system may ensue. Due to this damage and the risk it poses, this part cannot be investigated any further by the fat dept. Retaining the power supply assembly in the fat dept. Per procedure.